Event description:
Event was reported (B) (4). The event is described as: the et had been checked prior to use. But after intubation, the balloon began to lose air and it had to be exchanged. Three other like products were discovered to not hold air as well. No pt injury reported.

Manufacturer narrative:
It is unk if sample will be returned for investigation. The investigation is ongoing and a follow-up report will be sent when completed.